Manufacturer narrative:
Product analysis :performance data collected from the mobile programmer was received and analyzed. Analysis of the data/database found the customer comment of a diagnostic message indicating that the parameter change was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer generated a diagnostic message indicating that the parameter change was not confirmed and displayed question mark symbols in the mode after going off and coming back onto a threshold. Troubleshooting steps were taken to include closing out and relaunching the mobile programmer application, however a white screen was displayed with a diagnostic message indicating that an unexpected error had occurred. No patient complications have been reported as a result of this event.